Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not received.

Event description:
It was reported the powerglide was inserted by ER staff on 9/23, discontinued on 10/7 by staff rn. Upon removal, it was determined portion of catheter was not removed and was retrieved in the sub q tissue.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken powerglide catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 18ga x 8cm powerglide rt catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed just distal of the molded joint. Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. Usage residues were abundant throughout the sample. This, combined with the location of the damage suggested that sharp instrument contact may have occurred during catheter/dressing maintenance. The product IFU states ¿do not allow accidental contact with sharp instruments.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recu0552 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the powerglide was inserted by ER staff on 9/23, discontinued on 10/7 by staff rn. Upon removal, it was determined portion of catheter was not removed and was retrieved in the sub q tissue.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken powerglide catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 18ga x 8cm powerglide rt catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed just distal of the molded joint. Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. Usage residues were abundant throughout the sample. This, combined with the location of the damage suggested that sharp instrument contact may have occurred during catheter/dressing maintenance. The product IFU states ¿do not allow accidental contact with sharp instruments.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recu0552 showed no other similar product complaint(s) from this lot number. Mw5090963.

Event description:
It was reported the powerglide was inserted by ER staff on (B)(6), discontinued on (B)(6) by staff rn. Upon removal, it was determined portion of catheter was not removed and was retrieved in the sub q tissue. Additional information received stated, "(B)(6) nurse removed dressing and noted catheter separated from hub. Surgeon had to remove catheter from the vein." No new device placed "no longer needed this line had another midline and central line in place." 2/20/2020- medwatch received stated, "powerglide pro 18g 8cm midline catheter broke off hub in subcutaneous tissue of pt. Add'l procedure needed for tedious exploration to remove hub with tip intact. Filled complaint with bd bard's quality file# (B)(4). Investigation letter was received that we don't agree on."